Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with the tubing on her infusion set. The customer states the tubing on their infusion set is becoming detached from the adhesive that attaches to the body. The customer's blood glucose level at the time of incident was 473mg/dl. The customer's most current level was unknown. The customer states they have treated the highs with bolus. The customer was not able to return set for analysis, due to having discarded of set. The customer was advised to save sets for future analysis. The customer was advised to call back as soon as issues arise.